Manufacturer narrative:
The investigation by ge healthcare has been completed. The hospitals biomedical engineer replaced the on/standby switch and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the unit had a system reset alarm during a case. The unit was swapped out and ventilation was continued with another unit. There is no report of patient injury.